Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory after performing longevity calculations. The device was found to be below expected limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was returned to the vendor for analysis and no anomaly was detected. The cause for the premature battery depletion was not determined.